Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this lead was an attempted implant in this patient's atrium. The caller stated the helix was sluggish to deploy; however, it was attached to tissue as evidence by staying in place with the stylet was removed. Lead testing with the pacing system analyzer (psa) produced pacing impedance measurements greater than 3000 ohms in bipolar and unipolar configurations. The lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Subsequent electrical testing confirmed the electrical continuity of the lead and did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.